Event description:
Labs were drawn from the groshong catheter. The lumen was flushed with normal saline (ns) per protocol. When starting/attaching chemo, the lumen detached completely from the line tubing. It could not be re-attached. The line was clamped and chemotherapy started on the usable side. The catheter had to be taken out and replaced surgically.